Event description:
It was reported that when using panel phoenix nmic/ID-307, proteus mirabilis was misidentified as providencia retgerri. No patient impact was reported.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213003. The customer did not return isolate returns or panel returns but provided phoenix generated lab reports and binary files for the investigation. The lab reports show an isolate identified as p. Rettgeri with nmic/ID-307. To investigate, three retention panels of complaint batch 3213003 were inoculated with qc isolate p. Mirabilis a29906 on a phoenix m50 and evaluated for identification results. Next, two control panels from the same material but different batch were inoculated with qc isolate p. Mirabilis a29906 on a phoenix m50 and evaluated for identification results. All five panels identified the isolate as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed six additional complaints on complaint batch 3213003, related to this defect (misidentification) and also not confirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623 , k132674, k151320, k181665, k033458. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using panel phoenix nmic/ID-307, proteus mirabilis was misidentified as providencia retgerri. No patient impact was reported.